Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: device extrusion. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4).

Event description:
It was reported that a b)(6) hispanic female patient underwent a breast augmentation revision with a mentor memorygel breast implant 450cc and experienced left-side inframammary incision opening with implant exposure post implantation. As a result, the patient underwent removal on b)(6) 2018. This report contains supplemental information for mentor psr reference number (B)(4). On 10/28/2019, mentor became aware that previously submitted manufacturer report number 1645337-2019-17137 is a duplicate of this report. Any additional event information received will be submitted under this manufacturer¿s report number. On 11/19/2019, mentor became aware that previously submitted psr reference numbers (B)(4) were duplicated. Any additional event information received will be submitted under this manufacturer¿s report number.

Manufacturer narrative:
On jan 17 2022, additional information was received indicating the date of event was (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was visually inspected and it was found with no apparent damage. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On dec 12, 2022, additional information was received indicating the replacement device was a mentor gel breast implant (serial number (B)(6)). Manufacturer¿s reference number: (B)(4).